Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that initial interrogation of the cardiac resynchronization therapy defibrillator (crt-d) was possible, however, after reprogramming, the device could not be interrogated anymore. The programmer was attempted with a different device and it was noted the telemetry was available, therefore, the programmer was excluded as a factor. The day after the device could be interrogated, but the battery voltage was lower than expected. The device was not implanted. No patient complications have been reported as a result of this event.